Event description:
Plaintiff was employed as a licensed practical nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering various injuries and development of a latex allergy.